Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 5 of 5. (B)(4) explained that a large amount of air had entered into the disposable set. (B)(4) then had the patient close the clamps and cycle power to clear the error. (B)(4) advised the patient to discard the supplies and start over with a new setup or finish with manual supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 5/5 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review could not be conducted as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.